Event description:
The clinician reports that the day the implant was placed in ada 14, failure occurred upon insertion. Details of surgery: primary stability not achieved, sinus augmentation, ridge augmentation and immediate extraction site. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.